Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "ventricular fibrillation". No device failure symptom was identified. However, we are considering that a malfunction was reported to generate this case for corrective maintenance. No adverse patient impact was reported.

Event description:
The customer reported a false ventricular fibrillation (vf) alarm while monitoring a patient in an ambulance. No adverse patient impact was reported.